Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that registered nurse asked for a new bag for foley catheter as the one that had been inserted on labor and delivery was leaking due to a tear near bottom. Nurse mentioned there had been another incident with a leak in a foley about a week ago. Representative assisted a nurse on 4/19 who had inserted a foley. When they went to fill the balloon, it leaked back out near the connection and the patient needed to be re catheterized. Other staff familiar with issues on 4/30 and on 4/19.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It was unknown whether the device had met relevant specifications. A potential root cause for this potential failure mode could be due to crack/crushed valve caused by incorrect air pressure setting for valving. A DHR review is not required as the lot number is unknown. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that registered nurse asked for a new bag for foley catheter as the one that had been inserted on labor and delivery was leaking due to a tear near bottom. Nurse mentioned there had been another incident with a leak in a foley about a week ago. Representative assisted a nurse on 4/19 who had inserted a foley. When they went to fill the balloon, it leaked back out near the connection and the patient needed to be re catheterized. Other staff familiar with issues on 4/30 and on 4/19. Per additional information received via email on 24jul2025, physical samples are available for the product. This incident occurred with a few different lots and provided a couple lot of numbers to representative. Second insertion of catheter medical intervention required.